Manufacturer narrative:
Device received with intermittent up arrow button due to corroded keypad traces. No frozen screens were noted. Device received with cracked case at display window corners. Device received with minor scratched lcd window.

Event description:
It was reported that the insulin pump had a frozen display. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.